Manufacturer narrative:
Additional information through follow-up the customer explained the following. The right eye was implanted with a ray one iol (non-johnson and johnson) and the left eye was implanted with tecnis zcb00 - there is post-op residual refractive error in this eye and more corneal aberration. Patient has already had a yag capsulotomy done due to experiencing streaks of light and is still complaining of starburst. Surgeon has administered alphagan and just wanted to know what is causing the starburst. They discussed the aberrations of the cornea. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: weight and ethnicity: unknown/no information. If explanted; give date: not applicable, the iol has not been explanted. Device evaluated by MFR: the device is not returning for evaluation as indicated by the customer the lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that after implanting the intraocular lens (iol) into the patient's left eye, the patient experienced light streaks, halos and glare. A yag (yttrium-aluminum garnet) laser procedure was performed. The patient reported light streaks, glare and halos on (B)(6) 2021. However, he said he initially experienced symptoms one day post-op, (B)(6) 2021. The starbursts he reported around on (B)(6), after the laser procedure. During the implant surgery there were no complications, no sutures required, and no vitrectomy. Reportedly, there is likely nothing wrong with the iol and the lens remains implanted. No further information was provided.